Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band 2 was returned for product evaluation. The returned sample included the band assembly. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloon. There is 6ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak on one side of the inflation tubing on the balloon tab. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device hisotry record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cvl services manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that post procedure when the account was applying the tr band, they inflated it with 12 ml of air. They stated that they noticed a little blood and it was bubbling. They added 2ml more of air, patient was still bleeding, they then added 2ml more of air. At that point they held pressure and applied a new band with 12ml of air and achieved patent hemostasis. The estimated blood loss was less than 250cc. The patient was in stable condition, and the procedure outcome was normal. Additional information was received on 26 may 2023: the patient procedure prior to use with tr band was a left heart catheterization. They started to notice that the tr band was losing air immediately after inflation and application. They did not report any patient injury requiring medical intervention. There was no noticeable damage to the tr band.